Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level of customer was 500 mg/dl. Customer needed help to setting up insulin pump's time and date because her setting was mistakenly off. Insulin pump will not be returned for analysis.